Manufacturer narrative:
(B)(6). PMA / 510(k) #: there is no 510(k) for this device as it is not marketed in the us. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the safety shield of a 21 g x 1.25 in. Bd vacutainer® eclipse¿ blood collection needle did not fit properly over the needle post use and the user suffered a contaminated needle stick injury. There was no report of medical interventions provided.

Manufacturer narrative:
Results: a sample was not returned for evaluation. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 7019601. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.